Manufacturer narrative:
(B)(4). D10: cat# 163662, lot# j7958327, 28mm mod hd std neck tp1 taper. G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ring came off the cup component. It is unknown if the ring was detached before or after attempting to assemble the components, and the cup and ring were not checked for damage prior to use. Another device was used and there was about a five-minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2. The following sections were corrected: d4 lot.

Event description:
No further information is available at the time of this report.